Event description:
It was noted that abnormal hv lead impedance was also observed.

Event description:
It was reported that out of range pacing lead impedance was noted. The lead was explanted and replaced. Patient¿s condition is fine after the event. The lead was involved in a clinical study.

Manufacturer narrative:
(B)(4).